Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the sample for investigation. Of the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e 170 analyzer was 187432 with an expiration date of 07/2016. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 185694 with an expiration date of 05/2016. The serial number for the customer's e602 analyzer is not known.